Event description:
Provider states that the joystick is intermittently working. Provider states that when the joystick is not working they can hear the gimble clicking when they move the knob, but the chair does not move. No additional information provided.